Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported per a complaint form submitted by the sales department that a dr. Was trying to intubate a patient and had equipment failure as well as an rt issue that required them to call the rt charge to the room. The ambu bags mask seemed to be deflated (not the bag) and the patient wasn't being ventilated properly, which resulted in the patient desaturating to approximately 48%.